Event description:
The patient reported that the v-go is falling off. The patient indicated that this is not related to excessive movements or exercises. The patient mentioned he has been using v-go for approximately 1 1/2 years. The patient is wearing the v-go on his abdomen. The patient mentioned that the v-go fell off after 13 hours at night time while he is taking a bath. The patient indicated that he cleans the area properly and he does not touch the adhesive pad.